Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was noisy. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was inspected and there was no visible foam degradation. The device's event log was reviewed by the service center and no error code found. Additionally, the device was dispositioned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.